Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The involved uim (user interface module) was received by carefusion factory services where the technicians were able to duplicate the reported issue of the blank screen immediately after powering the unit on. Through troubleshooting, the pcba (printed circuit board assembly) was replaced with a known good pcba and the issue was no longer present. The suspect pcba was evaluated by the carefusion failure analysis lab where the reported issue of the blank screen was unable to be duplicated, indicating that this is an intermittent malfunction.

Event description:
The customer reported that the user interface of this avea ventilator displayed a blank touchscreen. The customer stated that there was no patient involvement associated with this reported issue.